Manufacturer narrative:
Multiple attempts have been made to request for the complaint product to be returned for analysis. It was stated by the customer that the product had been discarded. Thus not returned for investigation as initially reported. The device history record was reviewed, and was verified that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
During an atrial fibrillation (afib) procedure, it was reported the cs catheter (jll), his-rv catheter (sjm) and soundstar catheter were delivered to the cardiac cavity through an agilis sheath. Additionally, an esophageal temperature monitor (sjm) was inserted nasally. During sound merge, brockenbrough was conducted using fluoroscopic and ultrasound. Lasso catheter and the ezs catheter were used to approach to the la. The physician acquired points to match the merge at the roof of rspv and os of lipv and confirmed the location of the catheter was matched. Concurrent lpvi of both superior and inferior was started. Ablation at the anterior wall was delivered for 30 seconds at 25w, and at the posterior was delivered for 30 seconds at 20w. After ablation at the posterior wall was started, elimination of pvp was confirmed before creating the total line of lpv. Therefore, the lasso catheter was delivered to the rspv to conduct rpvi. Concurrent rpvi of both superior and inferior was completed. But residuals of electrical potentials were observed at the ridge. The physician delivered additional ablation 6 times and elimination of pvp was confirmed. No initiation of af was observed by induction with atp. When the procedure was about to be concluded, the patient complained of nausea. Pericardial effusion was observed by ultrasound. It was also observed the blood pressure started to drop when the additional ablation was delivered at the lpv ridge. Drainage was performed. Later that day no abnormality was observed after the procedure. The patient was being observed in the hospital ward. The physician stated the pericardium might have been punctured during the additional ablation.